Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. The patient is pregnant which dexcom considers off-label usage. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 80 mg/dl and the bg meter was reading 30 mg/dl. At some point, the patient suffered a hypoglycemic seizure. The patient¿s husband called an ambulance and administered a glucagon injection to the patient. Once ems arrived, the patient was transported to the ER. The patient was 22 weeks pregnant during this event. Due to this, the patient was observed in the ER for approximately 6 hours and will be closely monitored for the next month. The patient also had an EKG done. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.